Manufacturer narrative:
Attempts to obtain additional information have been unsuccessful. The reported device was not returned to manufacturer as it remains implanted. Without additional information or device the reported re-operation cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a mitral bioprosthetic valve that required valve in valve intervention after an unknown implant duration due to unknown reasons. The patient was implanted with a 29mm transcatheter valve that within a disabled valve. The patient also underwent transcatheter native aortic valve replacement during same procedure. The patient is noted as stable. There were no reported complications.

Event description:
The device was re-operated on due to aortic insufficiency.